Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name => an open unknown gastric procedure. Size of additional incision to remove needle => no information. Specific location that the needle was found => no information. The info is only that the needle was in subcutaneous. Update to patient current condition => no information.

Event description:
It was reported that the patient underwent an open unknown gastric surgical procedure on (B)(6) 2017 and the suture was used. The needle tip was broken during dermostitch. However, the needle breakage was noticed by surgeon postoperatively. CT was taken after the surgical wound was closed, then, it was confirmed that the broken needle tip was retained under the skin in subcutaneous area. The broken needle tip was retrieved after additional incision.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.